Event description:
It was reported that the programmer froze on the "please wait... (In five languages)" screen. The service diskette was run, but the situation did not resolve. The programmer was returned for service. No patient involvement was indicated for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Very long boot sequence, then programmer boots to a system error. Further bench top analysis revealed the ECG (electrocardiogram) connector is loose. Power cord door is broken. System fan is noisy.